Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Reference manufacturer report number: 3004209178-2015-85400.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer stated that she discovered that her blood sugars were running high and she could not get them down. Customer's blood glucose level was in the 400-500 mg/dl range. Customer has not been using her insulin pump since the (B)(6). Customer has been giving herself shots. Customer stated that she had an MRI last year but she took the pump off and set it aside. Customer was advised to disconnect from the pump. Customer stated that they are unable to complete the rewind sequence. Insulin pump will need to be replaced. Customer was advised to remove the pump battery to prevent continued alarms. Customer was advised to revert to a back-up plan per health care professional's instructions. It was found that the customer's pump was out of warranty. Customer has a newer pump that is in warranty but has a battery out limit alarm. No further assistance needed.